Event description:
Damaged plate and screws removed from right great toe. Medical rep was present. Pt is 2 mths post op. Damaged plats and screws consist of: right slimline plate(1), 2.7mm x 16mm screw (1), 2.7mm x 18 mm screw (2), 2.7mm x 20 mm screw (1), 5cc allomatrix bone putty.